Event description:
It was reported while doing a diagnostic cardiac angiogram a 5f mpa 2 spyglass catheter was engaged into the right coronary artery. Angiography resulted in intimal dissection at the right coronary artery. Precutaneous treatment was unsuccessful. The pt underwent coronary artery bypass surgery. The results of the cardiac angiogram revealed normal coronary arteries. The pt is reportedly recovering.